Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had the stimulator for several years now (implant date is (B)(6) 2008). It was implanted first and seemed to be doing a fairly decent job but it did not solve the whole problem so eventually the patient had a drug pump implanted. The ins not helping the whole problem occurred probably in early 2013. Sometime after (in (B)(6) 2016) that the patient was having a hard time recharging the implant and so they let it go for a while, just using the drug pump and pills to get them by. It was reported that for 2 reasons the patient thought it was about time to get that corrected with their stimulator. The first reason was that the patient thought they probably need the stimulator as an added boost. The second reason was that their pain health care professional (hcp) said that there may be added help coming from a new program associated with the stimulator. It was reported that the patient was having a hard time recharging and ¿all that sort of stuff.¿ further clarification determined that the patient had not charged for probably around a year. It was reviewed that the ins was getting close to 9 years of use. Additional information received from the healthcare provider indicated that the patient was reprogrammed, but the stimulation was insufficient. The patient was re-implanted with a device from a different manufacturer. It was noted that the patient¿s pain had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2017 indicating that patient weight at the time of the event was "(B)(6)+." The explanted device was sent to pathology at the medical center. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.